Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Revision of pinnacle/corail due to infection and stem loosening. Patient underwent revision of asr (B)(6) 2012 (B)(4). Pinnacle was implanted (B)(6) 2012 and subsequently revised (B)(6) 2013 with a spacer being inserted. Biomet products were inserted (B)(6) 2014. The devices associated with this report were not returned. A review of the device history records for the head and liner associated with this complaint did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. The patient was primarily implanted with depuy devices in (B)(6) 2012 and revised in (B)(6) 2013 for infection. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported revision more than one year post-primary. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision of pinnacle/corail due to infection and stem loosening.